Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings: a review of the pump history showed multiple call service alarms on 10/23/2013. During testing, the pump powered on with audio tones, vibrations, and a fully illuminated display screen. The pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump was opened and no evidence of moisture/corrosion was found inside the pump. There was no damage observed to the printed circuit board or any other internal components. The "call service" alarm issue was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The pump made "call service" alarms while the patient was asleep. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.